Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.8x26 mm graftmaster stent delivery system (sds) was inserted to treat the perforation in the mid left anterior descending (lad) coronary artery, but the sds was unable to cross. This sds was removed and replaced with the 2.8x19 mm graftmaster sds, which successfully crossed and was implanted to treat the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.